Event description:
While pressurizing cylinders to test routine maintenance on the high pressure compressors of edocs 120b-32 ((B)(4)) an ignition event was experienced in valve v-9 on the control panel. An investigation performed by (B)(4) test facility on june 30, 2010 on the burned components indicated the most probable reason for the ignition event was an improperly configured v-9 valve (by the valve manufacturer) and a leak of high pressure oxygen-enriched gas across the silicone lubricated, ptfe encapsulated seat of v-9 was the initiating cause of the fire which subsequently burned through the downstream 90-degree bend in the 1/4 inch diameter stainless steel hardline. It was concluded that the fire jet from the burned hardline impinged the carbon steel m-cylinder near its top, igniting the carbon steel. Oxygen rushing from the burned hardline fed the burning stainless steel until it failed, causing the release of its contents in a sudden, destructive flame jet that damaged many nearby low-pressure or unpressurized components in the oxygen system. The cover and executive summary of the report are included. Full report available on request. The unit was not being used to treat pts at the time of the incident and no injuries were sustained.

Manufacturer narrative:
This MDR is being reported as a result of a retrospective review of all medical device complaints reported at pci since 2005. Complaint (B)(4) received may 26, 2009 was not reported as a 5-day report by previous ra-qa management as required. Upon recent review it was determined that a recurrence of this malfunction could result in serious injury. Pci has since made corrections to prevent the recurrence of v-9 being the source of an ignition event. The engineering drawing identifying the manufacturer part number for the v-9 valve has since been modified to include the same form, fit and function valve with fluorinated lubricant; effective may 2010. Pci supplied the customers of the edocs 120b-32 with a product support bulletin pci p/n (B)(4) valve (v-9) replacement for expeditionary deployable oxygen concentration system released and distributed in may 2010. This product support bulletin identifies how to procure and safety change the v-9 valve in the field. Pci has also modified work instruction "(B)(4) cleaning process for oxygen service" to include additional instructions for disassembling components to the lowest possible level while performing oxygen cleaning in accordance with astm g93 level c. Effective march 2010. Executive summary: (B)(6) test facility was requested by (B)(6) yd-03, (B)(6) clinical engineering, to perform a failure analysis on an expeditionary deployable oxygen concentration system (edocs) unit, (ecn 2467, sn (B)(4)) that suffered an oxygen fire on (B)(6) 2009. Through inspection and analysis, the (B)(6) oxygen group determined a "most likely" cause of the fire event. It is surmised that a leak of high pressure oxygen-enriched gas across the silicone-lubricated, ptfe encapsulated seat of v-9 was the initiating cause of the fire which subsequently burned through the downstream 90-degree bend in the 1/4 inch diameter stainless steel hardline. It was concluded that the fire jet from the burned hardline impinged the carbon steel m-cylinder near its top, igniting the carbon steel. Oxygen rushing from the burned hardline fed the burning stainless steel until it failed, causing the release of its contents in a sudden, destructive flame jet that damaged many nearby low-pressure or unpressurized components in the oxygen system.